Event description:
Provider alleged unit alarming, replaced pilot valve. Per independent repair center statement, the customer stated problem was: alarming or red light. Problem confirmed: yes key failure: pilot valve defect caused unit alarm. Additional malfunctions: 4 way valve not shifting, sieve beds saturated, power switch no alarm.